Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out-of-range (oor) pacing lead impedance (pli) measurement and loss of capture at max output. The a lead fracture was suspected. The device and the 3 adapters were explanted while the rv lead was surgically abandoned. A new transvenous system was implanted. No additional adverse patient effects were reported. The device and adapters are not expected to be returned.

Event description:
Subsequent information received that this adapter was returned and analyzed. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, analysis revealed that the allegation against the adpater was not confirmed with electrical testing. The adapter passed the continuity test with manipulation.